Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user was unable to connect a freestyle libre 3+ sensor to the ilet bionic pancreas because the sensor had already been started in the libre 3 app, which prevents pairing with ilet; customer care provided education that a freestyle libre 3+ sensor must be started with the ilet mobile app first and advised obtaining a new sensor for pairing. No clinical signs, symptoms, or conditions were reported, and blood glucose was unaffected. Outcomes included temporary discontinuation of pump therapy with use of backup therapy until new sensors are obtained and no health impact reported. User support included troubleshooting and education regarding correct sensor pairing workflow. Investigation of this case revealed that the sensor was in use by another device, resulting in the cgm not pairing with ilet as designed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error due to initiating the sensor on an incompatible app before attempting ilet pairing.